Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the faults. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system generated erbe errors c-38 and m-11. The instrument cable was replaced, but the issue persisted. An intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the system logs and confirmed the fault pointing to the erbe. The tse requested to restart the erbe, but that was not possible at the time of the call as the system was in use. The customer stated that they would restart erbe when possible. Tse advised to replace the energy cable and instrument if problem persisted. The customer called back a short time later and stated that the issue persisted and that they were going to use an external generator to resolve the issue. The procedure continued as planned. There was no report of patient injury.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) was returned for testing. The error m-11 was confirmed and reproduced.

Event description:
Refer to h11 for follow-up information.